Event description:
The physician was attempting to deliver 1 resolute integrity drug-eluting stent to a mildly calcified lesion in the lad with 75-90% stenosis and moderate tortuosity but physician had difficulty moving it forward. The device was removed and it was noted to be deformed. A new resolute integrity was implanted. No health hazard to the patient. No clinical sequelae were reported. Evaluation summary: the distal tip was flared indicating that it may have been stubbed during advancement. There were a number of kinks visible along the hypotube. The stent had moved distally on the balloon with the distal segments positioned over the distal balloon pillow. Crimp impressions were visible on the exposed balloon surface. A number of struts on the 1st and 2nd proximal stent segments were raised and pulled distally. A number of struts on the 4th and 5th distal segments were slightly deformed. The remaining segments were intact.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ 75-90% stenosis, moderate tortuosity and mild calcification. (Deformation problem). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 75-90% stenosis, moderate tortuosity and mild calcification. Inherent risk of procedure ¿ (stent deformation). (B)(4).